Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint # (B)(4), on the device. This pump underwent routine maintenance where it was detected the pump's performance fell outside the acceptable range for the 30 psi test. Consequently, it necessitated an adjustment to the pump's 30 psi threshold. This adjustment was made from the original threshold of 270 to 260. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue.

Event description:
On 03/15/2024, zyno medical received a report that the pumpm had failed the 30psi test, after the pump is calibrated, it is operational. No patient was involved as it was discovered during testing